Event description:
I purchased skin tac wipes and my skin broke out in a blistering rash where the product was applied; topical, to help an omnipod device adhere to skin. Dates of use: (B)(6) 2022- (B)(6) 2022. To help an omnipod device adhere to skin.